Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) due to high out of range pace impedances on the right ventricular (rv) lead. The pace impedances were 700 ohms, but spiked to 2029 ohms. In addition, when the lss triggered and programming was in unipolar, noise was observed. The patient was expected to be seen for further evaluation, but has missed their appointments. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.